Event description:
It was reported that during an implant procedure, the lead exhibited low sensing resulting in under-sensing. The lead helix was unable to be extended. The lead was replaced to complete the procedure. No adverse patient consequences were reported.